Event description:
Customer returned their orthopat machine to haemonetics (B)(6) 2010 without prior calling to report any problems or obtain a return authorization. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed it would not turn on due to a blood spill that damaged the power supply. Various other components were also damaged. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).